Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, the lateral plantar artery shut down. The target lesion was located in the proximal superficial femoral artery (sfa). The physician advanced a csi viperwire guide wire across the lesion and loaded a csi orbital atherectomy device (oad) onto it. The physician completed atherectomy, but the patient started to complain of leg pain. Angiography revealed emboli in the lateral plantar artery and the vessel shut down. The physician was able to aspirate the emboli from the artery and resolve the arterial vessel shut down. The physician then completed the intervention by performing balloon angioplasty and stent deployment in the sfa. The patient status remained stable throughout the procedure.